Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has high co2 sensor error alarm. The event occurred during preventive maintenance. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
D9 - date returned to manufacturing-7/18/2024. One device was received for evaluation. Functional testing was performed and did not duplicate the customer's problem. No visual testing was performed. A root cause could not be determined as there was no problem found. Monitor will have factory calibration and high/low calibration performed as part of functional testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.